Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information indicates that the ipg was moved from the side of patient's back towards the patient's stomach. The physician added two lead extensions.the patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.